Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-17439. It was reported that the patient presented for an implant procedure. During the procedure, after the leads were implanted and attached to the pacemaker, the physician wanted to do more atrial lead testing through the pacing systems analyzer. However, the physician could not remove the atrial lead from the device even after using several different torque and allen wrenches. The torque wrench appeared to be rotating the complete set screw mechanism; it was suspected that the set screw was stripped. The pacemaker and the atrial lead were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported inability to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified epoxy material inside the atrial connector block threads. This material caused the setscrew to be stuck in place and unable to untightened by the wrenches.